Event description:
A us distributor returned a monitor and reported monitor does not power on.

Manufacturer narrative:
Monitor returned for evaluation. The reported problem (will not power on) was confirmed. The evaluation of the monitor confirmed the service code 104 in the patient flag files and was able to be duplicated. The sd card was defective. The root cause of the defective sd card could not be positively identified. There was no adverse event that resulted from the damaged monitor.